Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 to 10 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.